Event description:
It was reported by the consumer that the port disconnected from the band tubing post implant of a realize band. As a result, the patient is experiencing pain. The port was reconnected to the band tubing on (B)(6), 2010 and pain has been resolved. The patient was discharged same day. There was no patient impact during the revision surgery.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.port reconnected remains implanted.